Manufacturer narrative:
Additional narratives: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that this patient with a 19mm valve, with unknown implant duration, is being evaluated for a valve-in-valve procedure due to aortic stenosis and regurgitation. The patient presented with chronic diastolic heart failure.

Manufacturer narrative:
Manufacturer narrative: updated sections d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors. H11 corrected data: sections d6a, b5, b7, h6 health effect - clinical code.

Event description:
It was reported that this patient with a 3300tfx 19mm aortic valve, implanted for 5 years and 2 months, is being evaluated for a valve-in-valve procedure due to aortic stenosis and regurgitation.